Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted two small irregular cuts on the patient line approximately 143 cm from the patient connector. An underwater pressure test was also performed and a leak was observed at the two cut locations. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. This was observed during use of the device for peritoneal dialysis therapy. The leak was further described as ¿dialysis fluid was leaking in the middle of the patient's connecting line.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.